Manufacturer narrative:
Concomitant medical products: catheter: model 8711, lot# j11458r22, implanted: (B)(6) 2003. (B)(4).

Event description:
Additional information was received. It was reported that the patient had presented with increased spasticity and felt that he was not getting baclofen. The surgeon did some troubleshooting including aspirating through the side port. The catheter appeared to be patent, so the surgeon decided to replace the pump. The device system was infusing compounded baclofen. Three days later, it was reported that the cause of the event was the pump. It was noted that the pump issues were due to "battery depletion", though further details were unknown. It was also stated that there was no patient injury, but there had been required hospitalization.

Manufacturer narrative:
(B)(4).

Event description:
A catheter revision was scheduled, a catheter "predation might be needed", there were no details on what was wrong with the catheter nor was there any patient information available. It was noted that the revision was canceled the day it was supposed to have occurred. No information or reason for cancellation was given. The device system was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Final analysis on the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.